Event description:
Dakin's solution quarter strength (by century pharmaceuticals) is in a bottle that looks like bulk bottles used for oral solutions. However, it is for topical use only but there are no warnings. Hysept (by patrin pharma) has a much different shape and different spout/top and also states "topical use only" on the label. (B)(4) is a federally certified patient safety organization and an FDA medwatch partner. (B)(4). Reference reports: mw5149943, mw5149944.